Event description:
It was reported by the sales rep that the intraclude aortic device (icf100) balloon had ruptured. "The intracclude was advanced into the ascending aorta. The balloon was inflated wiht 40cc of saline and occlusion was obtained. Folling occlusion the balloon ruptured. The intraclude was removed and replaced with another intraclude. The case was completed successfully and no patient injury.".

Manufacturer narrative:
Device evaluation anticipated upon return of the product from the customer.

Manufacturer narrative:
The intraclude aortic device, icf100 was returned for evaluation. Heavy dried blood was visible inside the balloon. The catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. The balloon also visually inspected and a tear was observed in the balloon. There was a longitudinal tear in the balloon. Visual inspection of the edge of the tear revealed that the edge was of uniform thickness indicating that balloon did not tear due to over inflation. Balloon tears due to over inflation show thinned out areas. Since the lot number of the device was unknown, a device history review could not be performed. The root cause of the balloon burst cannot be determined. This complaint could not be traced to a manufacturing or design related issue; therefore, a product risk assessment pra will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.